Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This complaint was received as litigation from a legal source in australia. Implant surgeon: (B)(6). Imdrf patient code e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an upsylon y mesh kit device was implanted into the patient during a laparoscopic hysterectomy + salpingectomy + conserving ovaries + adhesiolysis + laparoscopic sacrocolpopexy procedure performed on (B)(6) 2016 for the treatment of prolapse. As reported by the patient's attorney, the patient experienced an unknown injury.